Event description:
Report one of three received of bleed back in the patient line. The customer reports that the patient was receiving morphine sulfate continuously at 0.2ml/hr. The infusion had been started at approximately 6pm. At 3am, the homecare patient was reported to have been experiencing some pain. The patient's family member noted bleed back up the tubing. Family member was able to clear the line. A new bag and tubing set were then hung by the patient's family member. After the infusion resumed and the patient received a bolus dose, the patient's pain was then resolved. There was no report of adverse patient effect. Additional patient information was requested, but no further information was available.